Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the clip on the pump's t:case had broken off causing the pump to drop and an infusion set to become removed from the site. The customer's blood glucose (bg) level was 325mg/dl and insulin was administered via an insulin pen to address the bg level. A new infusion set was inserted and insulin deliveries were resumed.